Event description:
A (B)(6) advia centaur xp hbsag result was observed by the customer when performing a new reagent lot patient correlation comparison. An initial (B)(6) result from the previous reagent lot (167) was reported to the physician was considered discordant when compared to a (B)(6) result obtained with the new reagent lot (168). The customer performed repeat testing of the discordant sample on the previous run reagent lot and the new reagent lot and the results were (B)(6). Confirmatory testing was run on the patient sample and the (B)(6) results was confirmed for both reagent lots. There was no known report of patient treatment being altered or adverse health consequences due to the discordant (B)(6) assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse verified the performance of the luminometer dark counts, reagent and sample probe calibrations, system dispense and aspiration process, acid and base volume dispense and reagent manifold. The sample probe plunger was cleaned and the acid and base reservoir and tubing was decontaminated. The cause for the initially (B)(6) advia centaur xp hbsag result is unknown. The quality control results that were run for both reagent lots at the time of the incident were within acceptable range limits. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings.